Event description:
It was reported that the patient's r waves were not captured during a sensing test of the right ventricular lead. Reprogramming of the sensitivity was conducted and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.